Event description:
The customer's daughter reported via phone call that the customer experienced high blood glucose levels and that the insulin pump may have been under-delivering insulin. The customer's daughter removed the infusion set from the customer's body, bolused, and observed drops at the end of the tubing. Customer woke up with blood glucose of 84 mg/dl, then it was 149 mg/dl after breakfast. The customer ate again, and the blood glucose rose to 305 mg/dl; a bolus was given for 11 units of carbohydrates. Caller stated that the insulin pump only gave her .825 units of insulin. The customer had not bolused for her breakfast. The customer's blood glucose reached as high as 593 mg/dl. After troubleshooting, the caller was no longer concerned about the delivery anomaly. Caller stated that customer had not bolused enough throughout the day. Customer stated that they forgot to fill the cannula dead space after removing the introducer needle. The insulin pump passed the displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-51346.